Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 9f, 18f, guide wire: .035 terumo, 0.035 stainless steal guide wire, heparin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully deployed without its four needles, two sutures and two coiled suture lumens. The handle was in the backed down position and there was no detected damage or anomaly to the exterior of the device. A 0.38 guide wire was inserted at the exit ramp and passed through the entire length of the sheath exiting at the distal end of the sheath. The hemostatic valve was removed and examined and was normal with the slit in the valve also appearing normal. There was no detected device anomaly and the reported event was not confirmed. Difficulty in advancing the 0.035 guide wire through the exit ramp hemostatic valve as reported can be influenced by, but not limited to, manufacturing or user technique. During manufacturing all prostar devices undergo verification involving passing a 0.038 guide wire all the way through the sheath and monorail hole. A visual check is done to ensure that the exit ramp does not block the monorail hole. Each prostar device lot is sampled and verified for functional deployment. There was no reported information to indicate that user technique may have played a role in the reported event. Based on the investigation a possible cause for the reported difficulty in advancing the guidewire into the sheath at the exit port could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and no product deficiency was found. There was no detected product lot quality deficiency.

Event description:
It was reported that a physician attempted pre-closure of the common femoral arteries prior to a transcatheter aortic valve implantation (tavi) procedure using prostar xl devices. Reportedly, the 0.035 stainless steel guide wire could not pass through the hemostatic valve of the guide wire exit port. A second 0.035 guide wire was able to pass through the hemostatic valve. The prostar xl was used successfully for hemostasis. There were no adverse patient effects. The physician is reportedly trained in the use of the prostar xl device. The closure devices were inserted over a 9f sheath that was upsized to 18f for the tavi procedure. No additional information was provided.